Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to lock and required maintenance. The user attempted to recover storage space as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care and unable to remove or issue medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not locking. A field service engineer (fse) troubleshooted the issue using remote support services. There the fse verified that the full height (fh) drawer 4 pocket b1 was failed. After that pharmacy tech recovered failed pocket. The system functioned as intended after the field service engineer troubleshot the device.